Event description:
It was reported to philips that the system gave a low disc space error, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device clinical information is unknown due to insufficient information. Philips remote service engineer (rse) received a complaint. The client submitted inaccurate information, providing images with differing serial numbers that did not match the allura system. Philips emailed the case contact with the sales number and advised contacting the sales representative for documentation, leading to the case's cancellation. No further action was required. The codes were updated based on the investigation outcome.